Manufacturer narrative:
Date of event was approximated to (B)(6), 2020 as no event date was reported. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used in a procedure. The procedure date is unknown. According to the complainant, during the procedure, the amplatz corewire broke in the mid-ureter. It is unknown how the procedure completed. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.